Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display and insulin pump was turning on-off. Customer performed troubleshoot for blank display and pump error was found. Customer experienced high blood glucose of 370mg/dl and treated with manual injection. Customer also reports that insulin pump alarmed for power error detected. Customer mentioned that internal power source in the pump was unable to charge and notification light stopped flashing immediately but blinked a couple of times. Customer also mentioned that she had changed battery 5 times due to insulin pump turning on and off. Insulin pump will not be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error alarms noted during testing or in the insulin pump trace download. Insulin pump was received with scratched case, pillowing keypad overlay, peeling serial number label, and minor scratched lcd window.